Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered three infusions set fell off during use which led to low blood glucose level 99mg/dl. The infusion set used for 2 days and others about a day. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-01840 - device 2 of 3.